Manufacturer narrative:
H6 corrections: evaluation results codes changed to operational context. Evaluation conclusion codes changed to known inherent risk of procedure. Internal complaint number: (B)(4). A lot history record review was completed for this historical lot # 25151224 shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was not returned to maquet cardiac surgery for investigation, however a photograph was provided by the account. A visual inspection was conducted on (B)(6) 2020. Signs of clinical use and heavy amounts of blood was observed on the jaws and heavy amounts of char was observed on the heater wire. The heater wire was observed to be completely flexed and bent away from the hot jaw from the base of the hot jaw to the tip of the hot jaw, with detachment at the tip. The device was not returned, therefor an electrical testing was unable to be conducted. Based on the photographic inspection, the reported failure "material twisted/bent wire" was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, the harvester noticed that the heating element was separated from the jaws. He immediately stopped and opened a second evh kit to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device not returned.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, the harvester noticed that the heating element was separated from the jaws. He immediately stopped and opened a second evh kit to complete the procedure. The hospital did not report any patient effects.